Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board, proportional valve and 3-way solenoid valve were replaced to address the issue. The proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve was functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : third party field service center.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board, aecm proportional valve and 3-way solenoid valve were replaced to address the issue.